Manufacturer narrative:
H4: the lot was manufactured rom march 01, 2022 - march 10, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event was observed on an unspecified date between (B)(6) 2023 - (B)(6) 2023. E1 initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicaps had pouches that were not properly sealed. This was observed prior to use of the products for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.